Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), revised: (B)(6) 2013. (B)(4).

Event description:
Additional information received reported that the pump was replaced on (B)(6) 2013. Back at the time the pump was stopped on (B)(6) 2013 as previously reported, the pump was apparently never restarted. The reporter stated ¿someone stopped the pump two months ago, which we didn¿t know, which is apparently why we¿re replacing it¿. During replacement, another volume discrepancy was encountered. The aspirated drug contents from the old pump expected residual volume was 19ml, while the actual residual volume aspirated was only 3ml. The last refill had occurred during the initial event when the symptoms first occurred on (B)(6) 2013. The reporter added they also had to replace the pump segment of the catheter, and did determine patency when disconnected and the doctor was clearing the drug from the catheter as the new pump was filled with saline. The reason for the pump segment revision was not reported. The patient had not been receiving drugs then for 2 months, since the pump was shut off, and was on oral medication. It was reported the following day that it was determined that the patient had gone to the emergency room two months back and at that time they stopped the pump, in order to determine what was wrong with the patient. As of (B)(6) 2013, the pump elective replacement indicator was at 11 months, so the hcp elected to replace it. As initially reported the patient felt like they were receiving ¿too much medication¿ on (B)(6) 2013; however the cause of those symptoms were not reported and it was not clarified if they were related to the latest volume discrepancy. As of (B)(6) 2013 the patient was doing well.

Event description:
It was reported that there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 16ml, while the erv was 2.1ml. The healthcare provider (hcp) wanted to stop the pump temporarily until they could evaluate the system, as there was significantly more drug aspirated than was expected. In addition, shortly after the refill was done the patient started having symptoms. The reporter indicated there was uncertainty whether the symptoms may have been caused by anxiety, or if the patient got some sort of a bolus, so the hcp planned to keep the pump off overnight until they could evaluate the system. The reporter was unspecific as to the symptoms the patient was having, but noted that the patient felt as if she were "receiving too much medication." It was not reported what type of medication the pump was used to deliver. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4). "Shortly after the refill was done the patient started having symptoms... Uncertainty whether the symptoms may have been caused by anxiety, or if the patient got some sort of a bolus."